Event description:
Cypher stent deployed mid-left anterior descending artery without problems. Second cypher stent to be deployed proximally (in proximal lad). At onset of inflation, the stent sprung back off the balloon and migrated into the left main. The stent dilated with 3.75 balloon. Films of vessels revealed left main to be 5.0 vessel. Physician informed pt of need for elective CABG surgery. Pt otherwise had good ventricular function.